Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report intermittent out of range signal on 01/06/2015. Dexcom technical support advised patient's mother to perform reset on device. The patient's mother did not report any injury or medical intervention.